Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No stuck button alarm during testing. Passed leak test. All buttons functioning properly no damage was found on the keypad assembly and the j1 connector on the printed circuit board assembly not unlocked during our visual inspection. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the patient's blood glucose was 400 mg/dl. The patient treated via insulin pump bolus. The customer had been in an elevation exceeding 7,000 feet and the buttons seemed to suck into the insulin pump. The patient's blood glucose at the time of incident was 309 mg/dl. The patient attempted to bolus but the select button was completely depressed into the insulin pump; a stuck button alarm soon followed. The customer replaced the battery and the buttons popped back up and worked again. The insulin pump will be returned for analysis.